Manufacturer narrative:
The insulin pump alarmed after battery change due to broken solder joint on connector and interface board. The insulin pump passed self test. No alarm noted. The insulin pump received with cracked display window corner, cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
Customer called stating her insulin pump is alarming. Customer's blood glucose level is 140 mg/dl. A temporary basal was not programmed before the alarm. The device was not stored for an extended period of time. The alarm occurred before and after a battery change. The alarm is recurring while the device is in use. Customer was advised that the device needs to be replaced, but she can wear it until the replacement arrives. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.